Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, lab: 1.9, inratio: 2.3. Immediately tested on patient's inratio meter (patient had gone to the lab and brought the meter along).